Manufacturer narrative:
H3 product analysis: document used: n/a. As found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the pipeline pushwire was found to be bent at ~110.5cm and at ~113.4cm from proximal end. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿movement during deployment¿ was unable to be confirmed. It is possible the cause for ¿movement during deployment¿ is due to poor braid placement and/or wall apposition. However, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be open. Possible causes of failure include damaged braid, or user deploys braid in vessel bend. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the lesion was a saccular aneurysm of the right ophthalmic artery segment. The pipeline failed to open at the distal section and was not placed in a bend when it failed to open. Some additional steps taken in an attempt to open the pipeline were retrievement and redeployment. The tip end did not open sufficiently, resulting in inadequate anchoring was deemed a contributing factor for the movement/dislodgment. Multiple devices were not being used when the movement occurred. There was not any friction or difficulty during delivery or positioning during the process. The pipeline was not implanted at the intended location and jumped during the deployment. The catheter tip was withdrawn during deployment and any cause or contributing factors to the tip failure to open were not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline tip failed to open and dislodged. The patient was undergoing surgery for treatment of an ophthalmic artery segment aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 4.9 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was blood stagnation within the aneurysm. It was reported that after the stent microcatheter was positioned, ped2-500-20 stent was selected. Upon delivery to the target site, an attempt was made to deploy the pipeline stent; however, the tip failed to open. It was retrieved and a second deployment attempt was made, but it again failed to open. It was then retracted to the planned anchoring position, yet remained undeployable. Upon continuing the deployment attempt, the stent dislodged; consequently, the stent was withdrawn, replaced with a new one, and the procedure was successfully completed. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Ancillary devices include a ton-bridge medical 5f 115 guide catheter, a navien guide catheter, and a phenom 27 microcatheter.